Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 25sep2018 a patient¿s (pt) medical records from (B)(6) were received for a prior event the pt reported while wearing an "acuve" brand contact lens. During an evaluation of the pts medical records on 11oct2018 additional medical records were received that documented a visit to an eye care provider (ecp) on (B)(6) 2016. No diagnosis was provided in the medical record. On 26sep2018 an email was received from a johnson and johnson physician in (B)(6) who reviewed the pt¿s medical records for the (B)(6) 2016 ecp visit. The johnson and johnson physician reported "this sounds like bacterial conjunctivitis, given the discharge but clear cornea, no photophobia and unaffected vision". It was reported from previous history that the pt was wearing the 1-day moist at the time of the (B)(6) 2016 event. Medical record: the pt went to an eye hospital on (B)(6) 2016; pt reported a 3-week os history of redness, no photophobia, small amount of discharge in the morning, no pain. The pt was seen by general practitioner (gp) and an optician; the gp prescribed fucithalmic and advised the pt to avoid contact lens (cl) use. The suspect cl was removed and hour ago. Exam: conjunctiva - inflamed/injected; anterior chamber - shallow; pupils - reactive; a conjunctival swab was taken; pt was prescribed fucithalmic and chloramphenicol and scheduled a return visit in 2 weeks. The date of event is reported as (B)(6) 2016. No additional medical information was received. No additional medical information is expected. The lot number of the suspect product is unknown. The suspect lens is not available for return. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.